Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed septicemia with septic shock. The implantable cardioverter defibrillator (ICD) system was removed and the patient continued on antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.